Event description:
Literature: borowski a, littleton ag, borkhuu b, et al. Complications of intrathecal baclofen pump therapy in pediatric patients, j pediatr orthop. 2010;30(1):76-81. Summary: this article presents a retrospective review of the entire consecutive series of pediatric patients treated with intrathecal baclofen (itb) and pump implantation between 1997 and 2006 at one hospital. The aim of the study was to investigate and evaluate complications of itb pump implantation and maintenance in children with cerebral palsy and report the subjective opinions of parents/caregivers on the children. The 174 patients with a diagnosis of spastic cerebral palsy were included in the study. Reportable event: one patient experienced an infection at the pump 22 days after initial implant. It was noted that 9.5% (30) of all itb procedure were required because of an infection. The infection rate was 9.2% over the whole study period. The acute infection rate (<60 days after surgery) was reported at 4.0%. The probability of developing a late infection (>60 days after surgery) was 1.0% per year of follow-up. There were five planned replacement procedures for reinsertion after the initial system was explanted for infection. It was not reported which patients were re-implanted.

Manufacturer narrative:
(B) (4).